Event description:
On (B)(6) 2014, the patient had localized pain at the pump site. On (B)(6) 2014, the patient had localized pain and tenderness at the pump site. There was evidence of some instability of the pump anchoring system. In the seated position, the pump appeared to be at an inappropriate angle with the top very prominent. The patient was given an abdominal binder and a flector patch to help with the discomfort in the pump area. On (B)(6) 2014, the pump appeared dislodged and the patient had erythema overlying the pump site. The area was irritating to touch. The next day, the patient was taken into surgery and the pump was reanchored; the pump anchors had detached. The patient was seen on (B)(6) 2014 and the pump site was healing well without any signs of infection. The severity of the event was noted to be ¿mild.¿ on (B)(6) 2014, the patient had skin breakdown and wound erosion over the pump and an ultrasound showed only 3 mm of subcutaneous tissue over the edge of the pump. The pump was explanted the same day. The outcome of the event was reported as ¿ongoing.¿ the severity of the event was noted to be ¿severe.¿ the device system was delivering hydromorphone.

Event description:
Additional information later reported instability of pump anchoring, related to device or therapy, not related to the implant procedure.

Manufacturer narrative:
Concomitant product: product ID 8731, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2012-, product type catheter. (B)(4).

Event description:
As of (B)(6) 2014, the wound had healed. The patient had recovered without sequela.